Event description:
Patient reported he thinks the infusion device delivers too high amount of insulin. Patient stated his blood glucose level is 2.8 mmol/l (50.4 mg/dl) on (B)(6) 2010. On follow-up call to patient on (B)(6) 2010, patient reported that on (B)(6) 2010, his blood glucose level was 4.7 mmol/l (84.6 mg/dl), he ate and then administered 3.5 units of insulin via the infusion device. Patient stated he had hypoglycemia all day. Patient reported he stopped using the infusion device on (B)(6) 2010 and started the infusion device again on (B)(6) 2010 at 8:30 am. Patient stated his blood glucose level was okay at that time. On (B)(6) 2010, patient reported he thinks he made a handling error. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.